Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the bd plastipak¿ syringe 10ml luer-lok¿ experienced missing scale markings, and illegible scale markings. The following information was provided by the initial reporter, "when picking up the syringe to use, a failure in the graduation was identified."

Manufacturer narrative:
H6: investigation summary: the photo sent by the customer was verified and it was possible observe scale marking missing. The probable cause for the occurrence is related to failure at printing system at the marking machine, allowing the defect product flow of the process. The production process was validated according the procedure and to the characteristic reported by this complaint the acceptance criteria is aql 0,40%. Bd has performed a device history record¿s review (DHR) including a review of all data collected during in process and quality inspections and complaint evaluation, the batch involved in this complaint meet all acceptable quality levels (aqls), and were manufactured and released according to applicable procedures and specifications. The incident identified from this complaint will be monitored for trend evaluation. H3 other text : see h.10.

Event description:
It was reported that the bd plastipak¿ syringe 10ml luer-lok¿ experienced missing scale markings and illegible scale markings. The following information was provided by the initial reporter: when picking up the syringe to use, a failure in the graduation was identified.